Manufacturer narrative:
As the lot number for the device was not provided, a device history review could not be performed. The sample was not returned to the manufacturer however, medical records were provided for inspection/evaluation. Investigation of the medical record confirmed for migration. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced migration. This information was received from one source. Of the one malfunction, one patient was involved with no patient consequence or impact. The patient was reported to be a (B)(6) years old female weighing (B)(6) lbs.